Manufacturer narrative:
This report is filed july 18, 2014.

Event description:
Per the clinic, the patient experienced a wound infection at the implant site and was treated with oral antibiotics (specific dosage and duration not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).